Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the quick coupling device power supply was damaged, and there was no cleaning or oiling found at all. It was further noted that the device failed pre-repair diagnostic tests for machine coupling, untrue running, cannulation, smallest diameter, clamps, largest diameter, general condition and status of development. It was noted in the service order "k-wire jammed during surgery". It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.